Event description:
It was reported that an adverse event occurred. On (b)(6) 2026, the patient was feeling dizzy and fell to the floor. The patient stated that his CGM device was not providing any readings at this time, but could not specify a particular error message. The patient was also wearing an Omnipod insulin pump. The patient¿s wife took the patient to the ER where his BG meter reading was ¿low¿ but no specific value was reported. The patient was given something to eat and Tylenol for pain in his hand (due to his fall). The patient also had an X-ray of his hand done, which revealed it was broken. The patient¿s hand was wrapped in cotton and he was advised to come back in 15 days for another check. On (b)(6) 2026, the patient came back for another X-ray and it showed his hand was still broken, therefore, the patient¿s hand was put in a cast. The patient was then scheduled for a follow-up on (b)(6) 2026. No other patient or event details were available. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hypoglycemia.H6 Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.